Manufacturer narrative:
Initial and final MDR (B)(4). (B)(6).

Event description:
Reference number (B)(4). Event occurred in russian federation. On (B)(6) 2024, reported that patient faced infusion set misshaped packaging and inflated packaging of infusion set. Packaging of all 6 sets were incorrectly shaped. No further information available.